Event description:
Additional information was received indicating that the device was explanted and replaced due to normal elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the longevity of the device had decreased. It was suspected that the programmer overestimated the longevity of the device since the last follow-up appointment. Technical support was contacted and revealed that the battery depletion was normal with no anomalies. A device replacement procedure for normal elective replacement indicator is anticipated. The patient was stable with no adverse consequences reported.